Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. There was an episode of right ventricular lead noise. The lead was reprogrammed. On (B)(6)2019, the patient came back in clinic with no episodes of noise noted. Isometrics were performed without any lead noise being observed. The patient also mentioned that they were doing electrical work around the time of the lead noise and had received an electric shock. It was unknown what was the cause of noise. The patient remained stable.